Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Device analysis results: analysis of the returned device identified a broken shell. A weight test was performed and the device was found to be underweight. A visual and microscopic analysis was performed which identified a sharp break on posterior and wear abrasion. A dimension measurement in the shell was performed which found the thickness to be within specification. Base on the device analysis the final assessment is a sharp break on posterior due to an unidentified (tear) opening. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.